Manufacturer narrative:
Email address continued: (B)(6). Impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, visibility/palpability.

Event description:
Healthcare professional reported left side "hardness in both reconstructed breasts after bilateral mastectomy with allergan implants. A breast ultrasound was performed and reported a ruptured left breast implant and also clinically capsular contracture." Device has been explanted and replaced.